Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Analysis of the device image revealed that the ICD entered (B)(4) mode on (B)(6) 2011 due to a por at explant. One episode on (B)(6) 2011 shows no patient rhythm, only excessive noise was present consistent with the explant process. No anomalies were observed in all other episodes of the device prior to the explant date.

Event description:
It was reported that the patient was found dead on (B)(6) 2011. Upon interrogation of the device in the (B)(6), the device was found in backup vvi mode. The patient was last seen on (B)(6) 2011. Review of the device image showed that a hwvvi occurred during hv charging on (B)(6) 2011. The device was removed.